Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the shock lead impedance (sli) was increasing, on this lead that is connected to another manufacturer's device. The progressive sli increase has ranged from 79 ohms to most recently, 160ohms. The shock vector reportedly has always been programmed as the right ventricular (rv) lead coil to can. The pace impedance was not reported, but the rv threshold was 0.7 volts at 0.5 milliseconds. Boston scientific technical services (ts) suggested considering performing a commanded sync high energy shock or a defibrillation threshold test, per the physician's discretion and available therapy history. Ts also suggested having the physician consider following up with the other manufacturer's ts, to determine device function and potential change to therapy delivery, with high shock impedance. No further information is known. No adverse patient effects were reported.

Event description:
Additional information reported from the field representative indicated that a commanded shock was performed. The sock lead impedance, during the shock was 102 ohms and the defibrillation threshold (dft) test after was 95 ohms. No additional adverse patient effects were reported.